Manufacturer narrative:
It was reported that left hip revision surgery was performed due to luxation of the femoral head and fracture. During the revision the bhr head was removed. The bhr cup remained implanted. As of today, device return and additional information has been requested for this complaint but has not become available. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. All the released devices involved met manufacturing specifications at the time of production. No medical documents were received for investigation. Therefore no medical assessment can be performed. Should clinical documentation become available, the clinical/medical investigation may be re-evaluated. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.

Event description:
It was reported that left hip revision surgery was performed due to luxation of the femoral head and fracture.